Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer sometimes noticed an air bubble in the reservoir. The customer¿s blood glucose was unknown at the time of the incident. The customer was unable to fill reservoir with the desired amount of insulin because part of insulin was being pushed back to the vial. The device will not be returned for analysis.